Event description:
Event description guidant received information that the monitoring voltage of this boxed cardiac resynchronization therapy defibrillator (crt-d) was 2.86 v. The box labeling stated that the monitoring voltage should be 3.25 v. The device was used as test device for radiofrequency (rf) inductive interrogations. The device was returned to guidant for analysis.